Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that on the event date of 11/24/25 there are check pads messages and eventually a successful analysis was performed. The device passed all testing, including all ECG outputs via pads and leads, as well as reviewing the printout for clarity and accuracy. Based on customer report related to no ECG signal, the investigation is closed as no fault found. The device has been recertified for clinical use. No emerging trend based on similar reports